Manufacturer narrative:
Correction: (e) FDA notified? Yes. Additional information: (h) attached medsun and added report number. Investigation results: a device history review was conducted for lot number 5021746. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
Verbatim: rcc received a complaint via email. IV started, safety mechanism attempted to engage. Safety did not engage, needle exposed. Needle disposed in sharps container. No injury occurred to staff or patient.